Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event, and multiple call service 052/054 errors. The pump intermittently powered up with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The test battery cap was able to fully tighten. The battery compartment was cracked below the grip pad. No evidence of moisture was found inside the battery compartment. A 24 hour basal program was run with a test battery cap and no reboots, power losses, or call service alarms were duplicated. The pump case was removed to find evidence of moisture contamination inside the pump on the force sensor housing and transceiver/continuous glucose monitoring board flex cable and connector. The "intermittent power" condition was due to battery cap damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.